Event description:
Implant space was prepared and sized. Surgeon used distraction and inserted the device. Surgeon then attempted to position the device with a tamp and the device broke into several pieces. All pieces were removed from the patient and a smaller (7mm) size device was used to complete the surgery. The delay in surgery was reported to be approximately one hour. There was no injury to the patient reported. As of twenty-three days later the patient was reported to be doing well.